Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported by the physician's office that the pt was implanted two weeks ago and his diagnostics results is showing impedance value greater than 10,000 ohms. Lead impedance showed high, and pt reported that the sensation of stimulation was in and out. Pt was sent for x-rays and no lead break was seen. Pt will be having an exploratory surgery to see what the problem is. Good faith attempts to obtain additional info has been unsuccessful till date.